Event description:
Boston scientific received information that this device system displayed right ventricular (rv) lead shock impedance measurements ranging from 0 ohms to greater than 125 ohms. A fracture was suspected. The patient with this device system had a left ventricular assist device (lvad) and no intervention was to be performed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.